Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. Upon eval, the green (+3.3v) wire was intermittent inside the trunk cable. The cause of the code 107 is the intermittent wire. The root cause of the intermittent wire cannot be positively identified. No adverse event resulted from the damaged cable and wires. The pt rec'd a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male pt to replace his electrode belt. The pt's download revealed a service code 107. The pt was issued a replacement electrode belt.